Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, multiple device's cuff were blowing or not inflating properly. The patient was intubated with a 8.0 tracheostomy tube and had a blown cuff. They obtained one device from the box and the cuff did not hold air when tested. Second device was grabbed and cuff did not hold air also. This time, they used a 7.5 tracheostomy tube which was inflated successfully and able to use in the patient.